Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte ag bc global wing piv adapter- IV tubing disconnected. The following information was provided by the initial reporter, translated from french to english: kt IV (pink catheter without wings) fitted this lunchtime to a patient, catheter well fixed and passing well. This evening, the infusion tubing (perfuseur gravite 3voies r30cm deconnectable per3fl25bpaf - didactic) unscrewed from the catheter. Hydration passed by. It's not the first time this has happened and the risk of haemorrhage is +++. Several reports please give us your analysis of this fault and let us know if you have received any similar reports from other users.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.